Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 39 indicating an insulin shaft encoder failure during training, the alert was verified in device history, the pump was restarted per instructions, the alert recurred after restart, and the device was replaced with the patient advised using backup therapy until the replacement was obtained. Symptoms included no impact to blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included review of device history and verification of the alert, with preservation of cartridge level, cgm session, settings, history, and algorithm learning through the restart. Investigation of this case revealed a malfunction associated with the insulin delivery mechanism consistent with an insulin shaft encoder failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin shaft encoder.